Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high out of range shock impedance. The physician has elected to monitor the patient and no intervention is planned. No adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.